Event description:
On (B)(6) 2017: this adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 855626) inserted. The report describes a case of pelvic pain ("increased pelvic pain"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, 10 months 16 days after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal (laparoscopic hysterectomy + salpingectomy)). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator, the event did not and could not lead to death or serious deterioration of health. Remedial therapy with unspecified medication was not effective. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 19-apr-2017: sae information received. Patient info, event term, treatment, outcome and reporter causality were updated. On 19-apr-2017: received and processed with follow-up 1. Company causality comment: this clinical study case report refers to a female subject who had essure (fallopian tube occlusion insert) inserted and had increased pelvic pain (previously reported as "pelvic pain"). She had the essure coils removed. This event is anticipated in the reference safety information for essure, and was considered non-serious by the investigator. Pelvic pain may have multiple causes, including gynecological and non-gynecological etiologies. In the present case, no medical history and concurrent conditions were reported. The pelvic pain started 10 months after insertion and essure was removed by laparoscopic salpingectomy and hysterectomy almost five years after insertion. By the time of last report, the event had not resolved. Given the nature of the reported event and lack of alternative explanation, the event was considered related to essure in line with the investigator. This case was regarded as incident since device a removal was required. A product technical analysis is awaited.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 09046) had fallopian tube occlusion insert (batch no. 855626) inserted. The report describes a case of pelvic pain ("increased pelvic pain"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, 10 months 16 days after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal (laparoscopic hysterectomy + salpingectomy)). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator, the event did not and could not lead to death or serious deterioration of health. Remedial therapy with unspecified medication was not effective. Device removal was intended. Types of energy used: unipolar and bipolar. No vasoconstrictive agent used, no imaging procedures to locate essure inserts prior to removal were needed. Two intact devices removed (left tube and right tube). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 4-oct-2017: report has been updated with information of case (B)(4) identified as duplicate. Added: nca reference number and other reference numbers. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported by an investigator and describes the occurrence of pelvic pain ("increased pelvic pain") in an adult female subject who had fallopian tube occlusion insert (batch no. 855626) inserted for female sterilization. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, 10 months 16 days after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal (laparoscopic hysterectomy + salpingectomy)). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator, the event did not and could not lead to death or serious deterioration of health. Remedial therapy with unspecified medication was not effective. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 4-jul-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.